Manufacturer narrative:
Philips service reset the wireless pedal and advised the use of a wired pedal if needed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless pedal intermittently failed, resulting in no x-rays being transmitted on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.